Event description:
Analysis was completed on the returned lead. Upon analysis, no anomalies were noted. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient was being referred for a vns revision because of high impedance. Vns was turned off and patient was sent for an x-ray. There was no known trauma or manipulation or cause for the high impedance, per physician. The patient underwent lead replacement surgery and explanted product was returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected in the portion of the lead not returned to manufacturer, but did not cause or contribute to a death or serious injury.